Event description:
The clinician reported that almost 14 months after the dental implant was placed in ada site 20 in the patient's mouth, the implant lost osseointegration. The clinician reported the patient's pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.